Manufacturer narrative:
The sample was not returned for an evaluation. No lot number was identified, therefore, a lot history review could not be conducted. The root cause could not be determined based on no sample return or lot information. The follow-up complaint information does clarify that the root cause for the poor vacuum was due to bad o-rings that were not replaced. Leakage between the handpiece and the tip will occur if the o-rings are badly worn. The complaint issue was due to poor maintenance of the reusable handpiece. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that a handpiece had irrigation coming out of the aspiration tip with poor vacuum. The case was completed by switching out the handpiece. There was no patient harm.